Event description:
During a physician review of the operative report of a multi level kyphoplasty case that occurred in (B) (6), it was reported that the bone "cement was noted all up and down the canal". It was stated in the report that the physician could not see very well, however, still continued with the procedure; and the bone cement reached toothpaste consistency prior to injection. It was also noted that a drill was put through the anterior cortex of the vertebral body, and based on a CT image, there is a clear tract through the canal the same size as the canula. Reportedly, the balloon also ruptured and the contrast traveled everywhere. It is unknown if any balloon fragments were left in the patient or if there was any allergy to the contrast media. The patient was paralyzed. It was confirmed that the bone cement extravasation was reported in MFR report# 2953769-2009-00202 and filed on 12/18/2009. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative.